Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty connector. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, display window, reservoir tube, and reservoir tube window and battery tube threads. Unit received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm during a bolus and was unable to clear the alarm. The customer's blood glucose was 170 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer was unable to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.